Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient performing multiple suspend/resume actions).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (suspend) issue. The reporter stated that the patient had a blood glucose (bg) of 600mg/dl with extreme drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was found that the patient admitted to multiple suspend/resume actions to the pump. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in the patient performing multiple suspend/resume actions.